Event description:
A pump declared an altitude alarm, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer's insulin delivery was suspended due to the alarm, but the pump was within its operating range. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge. When insulin could not be resumed, the customer was guided to load a new cartridge. However, the alarm recurred, and the customer was advised to wait for moisture to evaporate with a follow-up planned by technical support.